Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to urethral atrophy that caused the device to fail. There was no loss of operation but atrophy was present which could have contributed to failure. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The patient was expected to make a good recovery.